Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging from 400 mg/dl to a reading of "high" on the customer's blood glucose meter; cause was not known. A correction bolus via the pump was delivered to address bg. Reportedly, the customer scraped their elbow. Additionally, it was reported that the pump battery intermittently depleted quickly. Customer continued to use the pump for insulin therapy.